Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff procedure, while tapping the multifix into the bone it broke. The pieces were removed from the patient and there was a backup device available, which was used in the originally drilled bone hole. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the products and reported incident cannot be established. A device history review/batch record review for lot finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. Lot history review for the last 3 years shows 0 (zero) complaint associated to lot number and relevant to the complaint. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.